Event description:
A malfunction was reported on the pump by the customer. The issue caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was not known as it displayed "high." The customer addressed the high blood glucose by administering a correction bolus via the pump without requiring third-party assistance. They reset the malfunction code using troubleshooting steps from a website, and the same malfunction did not recur after the reset. The customer was advised to continue using the pump and call back if the malfunction code reappeared, which they acknowledged and understood.